Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product details, therefore, no information was captured(model # and serial #) and device manufacture date could not be determined. This event is related to 1810909-2020-00111.

Event description:
The customer reported that there was an extra blood glucose reading in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was offered a replacement meter, however, customer declined the offer. The customer stated she will call back if the issue with meter persists.